Event description:
Report from nursing home claims pt with castleman's disease and endstage dementia found with upper half of body and left arm protruding between dfs mattress system and bed siderail. Pt expired approx. 15 minutes after found, repositioned and treated.